Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Analysis was unable to verify battery out limit alarm due to blank display. No constant tone alarm noted during testing. The insulin pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they received a battery out limit alarm. The customer's blood glucose was 235 mg/dl at the time of incident. The customer's mother stated that the insulin pump was dropped and got exposed to moisture. The customer's mother stated that they were unable to clear the battery out limit alarm. The customer's mother also stated that a constant tone was occurring. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.